Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 06/03/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) describe event or problem - additional, if follow-up, what type?: additional information,

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5209274) was returned on 08/03/2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined.